Event description:
The intended procedure was therapeutic.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: b5, d8, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During a lung cyst hemorrhage procedure the energy device had a seal failure error i0764 (sealing incomplete). The procedure was completed using a similar set of equipment and there were no reports of patient harm.